Manufacturer narrative:
There are no allegations of system or device failure. Patient was explanted due to need for unrelated medical testing.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 targeting the occipital nerve. On 13nov2023 the firm was notified that the patient required an MRI and was not conditional for that procedure with the nalu system in place. A full system explant was performed on (B)(6) 2023 to allow the patient to move forward with the requested MRI procedure.